Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was tracking the patient's atrial tachycardia/atrial fibrillation (at/af) near the device's upper tracking rate due to one of the two-to-one atrial flutter waves falling into the post ventricular atrial blanking (pvab). It was recommended to reprogram the device mode switch and pvab settings. The device is still in use. No patient complications have been reported as a result of this event.